Manufacturer narrative:
A review of the provided image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the image showed that an instrument had a fully detached distal end (grips, distal and proximal clevis). There was a detached tip. All cables were broken distally past the main tube. The 8mm fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was observed to have a broken cable. The instrument was being removed by the assistant when, the tip of instrument got detached from the shaft and got stuck on the trocar thus, preventing it from falling into the patient. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the tip of instrument was completely detached. Image(s) of damaged instrument were provided.